Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition the device opened and closed as intended and with no difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic nephrectomy procedure the device was fired over the renal artery. When the device was opened the staple line was formed on the kidney side and malformed staple on the artery side. Another device was used to control the bleeding. The patient lost 1700cc of blood loss. There was no blood transfusion blood needed. There was no patient consequence.